Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
On (B)(6) 2019, during implantation blood pressure dropped and cardiac tamponade was observed. Rv lead perforation was suspected. The pericardial effusion was drained by syringe and the pocked was closed once. On the same day, re-operation was performed and the system was explanted and replaced.